Manufacturer narrative:
An imp, tsv, mcol mg, 4.1mm, 10m (item#: tsvtb11) was received for investigation still attached to the irt that was used to remove it. Visual inspection of the as returned product identified several fractures along the implant's collar, though the implant was otherwise in good condition. Functional testing to recreate the reported event could not be performed due to the nature of the device & event. No pre-existing conditions were noted on the per that could cause or contribute to the reported event. The reported device was located on tooth #12 and was used for approximately 2 years. Pictures or x-ray images of the implant in the osteotomy were not provided. DHR review was completed for the subject lot number: (63656811). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformance, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number (lot#: 63656811) for similar event and no other complaint was identified. June post market trending was reviewed and there were no negative trends or corrective actions for the reported event (implant fracture) or device (tsvtb11). Therefore, based on the available information, device malfunction had occurred and the reported event was confirmed. A definitive root cause could not be identified. The following sections have been updated: b4: date of this report. D4: unique identifier (UDI) number: (B)(4). D4: expiration date. G4: date received by manufacturer. G7: checked "follow-up". H2: checked follow-up type. H3:device evaluated by manufacturer. H4: device manufacturer date. H6: entered evaluation codes. H10: added manufacturer narrative.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). Reporter's last name and email address not provided.

Event description:
It was reported that the implant (tsvtb11) was fractured. It was also reported that the implant was removed.